Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the data acquisition (da) board, and da to motor control (mc) cable was replaced. The issue was resolved, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "vent-inop: data acquisition pcba (printed circuit board assembly) adc (analog to digital converter) reference failed" error message (100a). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "vent-inop: data acquisition pcba (printed circuit board assembly) adc (analog to digital converter) reference failed" error message (100a). During troubleshooting, the customer reported that the error code was recorded in the event log. The customer then reported that the 3.3 volt was present on screen in pneumatics mode, but 2.5 volt on the data acquisition (da) board was not present. The rse also noted that the measuring zero was out of specification. The rse recommended that the da board, and da to mc (motor control) cable be replaced (as a precaution). The customer was provided with the part numbers for replacements. Investigation ongoing / resolution pending.